Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting the cause of the strong stimulation and impedance issue was not determined.

Manufacturer narrative:
Continuation of d10: product ID 3389s-40 lot# va0z2ps serial# implanted: (B)(6) 2015. Explanted: (B)(6) 2021. Product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the manufacturer representative was made aware that the lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 08-jul-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was feeling strong stimulation back in (B)(6) while driving and looking over his left shoulder. The patient denies having any falls or trauma. They stated when that occurred, he turned off the deep brain stimulation (dbs). Prior to today¿s surgery, impedance was checked and electrodes were labeled as investigate. Impedance measured at 1.5v, left ventral intermediate nucleus (vim), monopolar were: 0 - 8,345, 1 - 5,006, 2 - 4,403 and 3 - 5,257. Bipolar were: 0/1 - 4,330, 0/2 - 6,949, 0/3 - 8,571 and 1/3 - 4,583. The physician disconnected the lead from the extension. They attached a twist lock cable to check lead impedances. Bipolar impedances measured at 3.0v were: 0/1 - 9,629, 0/2 -7,905, 0/3 - 7,323, and 1/3 - 4,987. The lead was reconnected to the extension and incision closed as the patient did not want the lead replaced. The dbs battery will remain off. The issue was not resolved.